Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total laparoscopic hysterectomy the needle popped out of the device while suturing. The needle was toggled back and forth to assure that it was loaded properly before starting to suture. The needle and suture fell into the patient's cavity. No device fragment was left in the patient.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No sheering was observed on the toggle switches. Witness marks from the needle tip impacting the beveled wall were observed on the device under microscopic inspection. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the current historical complaint data reveals that this needle disengaged complaint was identified as a trend on ((B)(6) 2016). A review of the current historical complaint data reveals that this component disengaged into cavity (retrieved) complaint was identified as a trend on (dec/2016). The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. The file will be closed as tested satisfactorily (as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.